Manufacturer narrative:
Evaluated one opened/used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via a phone call, she had inserted a new sensor on the customer yesterday and night before that. This morning the customer attempted to calibrate the sensor and it was on target. Then the sensor reading went high and then it was below 40 mg/dl. The insulin pump then alarmed bad sensor and the sensor was removed. The customer's mother noticed the sensor cannula was split. Customer is returning the sensor for analysis.